Event description:
The physician reported that during an implant attempt of the subject pacemaker, a connection issue with the associate lead was incurred. Specifically, it was indicated that clicking of the associated torque-limiting screwdriver could not be obtained, even with a second screwdriver.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, a connection issue with the associate lead was incurred. Specifically, it was indicated that clicking of the associated torque-limiting screwdriver could not be obtained, even with a second screwdriver.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, a connection issue with the associate lead was incurred. Specifically, it was indicated that clicking of the associated torque-limiting screwdriver could not be obtained, even with a second screwdriver.